Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance increasing gradually. There was no noise noted on stored events or with isometrics. Other lead measurements were noted to be normal. Technical services suspected the cause to be physiologic and suggested continuing to monitor the lead. This rv lead currently remains in service and no adverse patient effects were reported.